Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient came to hospital with clinical signs of hemolysis and increased pump power. Log files were sent. The patient received two rounds of lysis therapy after which pump parameters returned to normal, but increased again along with increased ldh levels and hemolytic urine. The patient's anticoagulation was controller via intravenous argatroban after confirmation of heparin-induced thrombocytopenia (hit). The patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Log file analysis a review of the controller log files associated with the event captured in (B)(4) confirmed the increased pump power. Waveforms indicate an increase in power consumption of approximately 0.4w starting on (B)(6) 2015 to parameters outside the normal operating range on (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The device, (B)(4), was not returned for analysis. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed include the patient's recent diagnosis of heparin-induced thrombocytopenia (hit) and related comorbidities. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.